Event description:
It was reported that the fixation mechanism appeared compromised. The physician had positioning/fixation difficulties and the lead became dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.